Event description:
It was reported that the valve was malfunctioning.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. The valve passed pressure/flow testing at 20.4 ml/hr at 50cm but did not pass all other pressure/flow and preimplantation testing. The valve failed leak testing due to a tear in the top of the delta chamber. A review of the manufacturing records was not possible as not lot number was provided. All of our products are 100% tested at the time of manufacture.